Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter was tested on (B)(4) 2012 and passed all testing with no faults found. The test strips received were not tested on (B)(4) 2012 since the test strips were confirmed that they were expired at the time of the complaint . If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) 2011 prior to contacting lfs. The patient reported alleged high readings of "339, 311, and 275 mg/dl" with the subject meter and "150 and 143 mg/dl" on another device (contour brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results cannot be determined for the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on lantus (53 units) and humalog (sliding scale) insulin. The patient indicated she continued to administer her usual doses of insulin at the time the alleged issue began. The patient indicated 1-2 months after the alleged issue began, she reported feeling shaky, hungry, and was unable to walk; which she associated as low blood sugar symptoms. According to the patient, she denied seeking medical treatment as a result of her symptoms. At the time of troubleshooting, the cca noted that the patient had used an approved sample site used to obtain the result from the subject meter, the meter's unit of measure was set correctly, and the patient's process for testing was correct; however the test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate high results on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.